Manufacturer narrative:
H2, b5: event details have been updated. H2, h3, h6: the investigating team has concluded that the root cause of the inaccuracy was due to new hardware inserted, obstructing the anatomy, changing the spine conformation, causing a yellow scoring for l5. Comparison of the computed tomography (CT) and fluoroscopy (fluoro) images for l5 revealed a shift. A yellow value was detected in l5, indicating the need for careful evaluation of shifts prior to approval. Per the guidance system user manual: "the use of spine-shifter tools for the interbodies workflow is recommended only after executing all pedicles drilling, in accordance with the planning. Codes b01, c23, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that there was no patient impact as a result of this issue.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after inserting the screw into l4-s1, only the l5 was inserted into the head side of the plan by fluoroscopy. Afterwards, when checked by fluoroscopy, only the left and right sides of the l5 were out of position towards the head of the plan. The inaccuracy was noted to be 5 millimeters (mm). The screw was removed and re-placed under fluoroscopy. Surgical delay was noted as less than one-hour. Health damage was reported, but also that the patient did not experience any harm. Follow-up for clarification is being performed.

Manufacturer narrative:
H6) clinical data was received and is pending analysis. Code b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that in this case, the screw deviated and was reinserted under fluoroscopy, so it was classified as "patient affected." However, this did not mean that any symptoms occurred in the patient due to the screw deviation.